Event description:
A hospital in (B)(6) reported that rt226 infant low flow breathing circuit did not contain a dry line. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer. The returned device had been opened by the customer. A visual inspection was performed. Results: the visual inspection of the returned complaint breathing circuit revealed the dry line was missing from the product packaging. A lot check revealed no other complaint of this nature for this lot number. Conclusion: each breathing circuit kit consists of a number of components grouped together during production, including the dry line. There are standard operating procedures in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).